Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion at 11.2 cm to 11.3 cm from the connector pin which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).